Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed critical pump error after they went swimming their insulin also had a blank display. The patient¿s blood glucose level was 240mg/dl at the time of the incident. Insulin pump had a red "x" on the screen with pump image. The customer denied to troubleshoot for blank display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored and no blank display or critical pump error anomalies noted. Device received with cracked case on the back at the battery tube area and belt clip rail case corner. Device received with damaged serial number label. (B)(4).